Event description:
It was reported that one day after this cardiac resynchronization therapy pacemaker (crt-p) implant, the right ventricular (rv) lead exhibited loss of capture (loc). The patient exhibits third degree atrio-ventricular block and no intrinsic backup rhythm. The rv lead was confirmed to be dislodged due to out of range pacing impedance measurements and no capture in unipolar or bipolar configuration. The device was then programmed to left ventricular (lv) lead only. The patient then experienced an asystolic event due to an unknown cause, and the rv lead was revised and repositioned. One day later, the rv lead exhibited out of range pacing impedance measurements again and the patient presented syncope due to being pacemaker dependent and the crt-p not providing appropriate pacing. The patient is now reluctant to go back in-clinic again for another lead revision, therefore, the health care professional (hcp) requested advice on further options. The crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that one day after this cardiac resynchronization therapy pacemaker (crt-p) implant, the right ventricular (rv) lead exhibited loss of capture (loc). The patient exhibits third degree atrio-ventricular block and no intrinsic backup rhythm. The rv lead was confirmed to be dislodged due to out of range pacing impedance measurements and no capture in unipolar or bipolar configuration. The device was then programmed to left ventricular (lv) lead only. The patient then experienced an asystolic event due to an unknown cause, and the rv lead was revised and repositioned. One day later, the rv lead exhibited out of range pacing impedance measurements again and the patient presented syncope due to being pacemaker dependent and the crt-p not providing appropriate pacing. The patient is now reluctant to go back in-clinic again for another lead revision, therefore, the health care professional (hcp) requested advice on further options. The crt-d and rv lead remain in service. No additional adverse patient effects were reported.